Manufacturer narrative:
(B)(4).

Event description:
It was reported an abandoned lead was electively explanted during an explant procedure for the right ventricular lead. The lead had previously been capped for an unknown reason. The patient condition is stable after the patient was discharged.